Event description:
It was reported that the device electrically reset. The device remains in use with no changes to the setting of the device. It was further reported that the device was explanted and replaced for battery changeout. It was also reported that the right ventricular lead was oversensing and had variable r waves. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was returned, analyzed and no anomalies were found. (B)(4) the proximal segment of the lead was returned, analyzed and no anomalies were found. It was noted that the outer tubing overlay had cosmetic environmental stress cracking and the outer insulation had a cosmetic depression.

Event description:
It was reported that the device electrically reset. The device remains in use with no changes to the setting of the device. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.